Event description:
Reported blood leak during dialysis. Further information from healthcare professional describes internal leak with blood in dialysate alarm. Dialyzer was not reused or pre-processed. No adverse effects to patient, ebl reported as 100cc (volume of dialyzer). No post incident hematocrit drawn. Sample available for evaluation.